Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. What is the current status of the patient? Can you please clarify what occurred during the event, which stated, ¿stapler failed to cut upper right vein¿? Did the device deliver any staples? If yes, was the staple line complete (full 45mm)? If yes, were the staples formed properly? If yes, was the staple line interrupted/missing staples? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The staple line was complete perfectly, but not cut the artery. There is no patient consequences. The patient is good.

Event description:
It was reported that during a pneumectomy procedure, the stapler failed to cut upper right vein.